Manufacturer narrative:
Additional information was obtained on 2/2/16 and this suspect medical device (likely cause lot) was not in use at this customer site. Based upon this new information, this complaint is no longer a reportable event.

Manufacturer narrative:
(B)(4) an evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4) these same discrepant data points were also submitted in manufacturer report 1415939-2016-00005 and 1415939-2016-00015 as it is currently unknown which america red cross prism analyzer serial number and customer site produced this particular discrepant data. An evaluation is in process.

Event description:
The customer observed 1 (B)(6) results on the prism analyzer. Repeatedly (B)(6) results indicate the presence of (B)(6) by the criteria of the abbott prism (B)(6) o plus assay. There was no impact to patient or donor management reported.